Event description:
It was reported that a loss of therapeutic effect occurred. Reportedly, the device never gave the patient good pain relief and was explanted. There was no injury to the patient.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37702 (B)(4) determined no anomaly was found. Foreign material was found under the cover. Good, stable output was found on electrodes pairs the ins had when received. Analysis of lead model 3777-60 lot # v287726030 determined no anomaly was found. Good, stable output was found from the ins to extension with the electrode pairs the ins had when received. Analysis of lead model 3777-60 lot # v273839004 determined no anomaly was found. Good, stable output was found from the ins to extension with the electrode pairs the ins had when received.

Manufacturer narrative:
Patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na; lead model 3777, lot # v287726030, implanted: (B)(6) 2009, explanted: (B)(6) 2011; lead model 3777, lot # v273839004, implanted: (B)(6) 2009, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.